Event description:
Reportedly, a left iliac bone carcinoma was performed. The facility reports no problems associated with the device during this procedure, the unit worked as it should. One day after surgery the pt was observed having dyspnea, and a "gut perforation" was confirmed. Peritonitis was diagnosed due to the iliac perforation. Seven days after the procedure, the pt expired. The cause of death was ruled dyspnea.